Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. While closing the subcuticular layer the suture was suddenly detached from the swaged needle. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated and no defects were noted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.